Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR::returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and numerous kinks throughout the shaft. The balloon was torn 7mm in length.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.